Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrcolpopexy surgical procedure, the maryland bipolar forceps instrument did not coagulate or clot. The procedure was completed with no reported injury.